Manufacturer narrative:
The audio beep functioned properly. No audio anomaly was noted. The insulin pump had a scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting her insulin pump is not beeping. Customer's blood glucose is 95 mg/dl. The alert type is set to vibrate. The alert setting was changed to beep high. During the self test, the device beeped, but customer stated she does not hear it beep any other time. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.